Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that ampicillin drug cannot measure 9.9mls in a 10ml syringe. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Correction: PMA / 510(k)#. Additional information: manufacturer narrative. Investigation summary: the reported complaint of syringe volume discrepancy was not confirmed through not enough information. No devices were returned for inspection. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. No device logs were provided for analysis. The alaris system manual (v12.3.2) states the next warnings and cautions: the drug calculation feature is to be used only by personnel properly trained in the administration of continuously infused medications. Extreme caution should be exercised to ensure the correct entry of the drug calculation infusion parameters. When loading a small size syringe, use extra care to avoid loss of medication and ensure correct loading: - clamp tubing before loading. - stabilize the syringe plunger while gently lowering the drive head. - ensure that the plunger head makes contact with the small black sensor, located on the bottom of the drive head (between the plunger grippers). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported syringe volume discrepancy could not be attributed due to not having enough information. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that ampicillin drug cannot measure 9.9mls in a 10ml syringe. This was reported to bd representatives during their site visit. There was no information on patient involvement.